Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the right side door wall was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system had a crack in the front and they were unable to open the system door. There was no patient present when this issue was identified.